Event description:
It was reported to covidien on (B)(6) 2014 that the customer had an issue with an scd controller. The customer states that during use on a pt the power code was found damaged. There was no pt harm.

Manufacturer narrative:
Submit date on 08/11/2014. An investigation is currently underway. Upon completion, the results will be forwarded.